Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette into the cycler. Upon opening the cassette door, patient realized the cassette part of the tubing set was leaking and had leaked inside the cycler. Patient was unable to complete their treatment, his effluent remained clear and had he no adverse effects.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.